Manufacturer narrative:
The customer was provided with a replacement glidescope titanium lopro t4 blade, and the blade used in the procedure was returned to verathon for evaluation. A verathon service representative evaluated the returned blade and was able to duplicate the reported issue. It was found that the device would intermittently show an image when connected to a test video monitor. Further inspection of the device showed that there was corrosion on one of the connector pins. Since the customer received a replacement blade, the returned blade was scrapped. There are two known contributing factors to corrosion of the connector pins: use of a non-approved chemical for reprocessing the blades, or use of a blade when moisture is still present in the connector. The glidescope operations and maintenance manual (omm) states "using hospital grade clean air, which is free from oils and residuals found in common compressed air, blow out the connectors. This dries the connectors and removes any remaining residuals". Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4, the image would disappear and show lines on the display intermittently. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.